Event description:
It was reported that (3) tvc55 were used during a gastric bypass procedure. It was reported by the rep that during a gastric bypass, a tvc55 was pulled and attempted to be fired on small bowel. The stapler would not fire (the firing knob would not advance). Another stapler (tvc55) was pulled to replace the first product. The same problem occurred with this stapler and the firing knob would not advance. Another tvc55 was opened and again the same problem occurred. It was reported by the rep that the surgeon placed a white reload (tvr55) in the stapler. The case was then completed with no other problems and no pt consequence. Extended or time by 20 mins.